Event description:
A nurse reported that a pt was undergoing phacoemulsification to remove a cataract. While in sculpt mode, the pt sustained a corneal burn. A suture was used to close the wound. The surgeon reported that the pt is doing well and the suture will be removed at one week post-op.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(6): preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause cannot be determined. (B)(4).